Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead integrity alert (lia) was triggered for high pacing impedance. The ra lead also exhibited no capture at maximum output and oversensing when noise was seen in the atrial channel. Additionally, it was noted that the right ventricular (rv) lead was unable to capture and was oversensing p-waves in the rv channel. It was felt that the issues were due to a possible dislodgement or set screw issue, although neither issue was able to be confirmed on x-ray. Initially, the implantable cardioverter defibrillator (ICD) was reprogrammed and the antitachycardia pacing (atp) therapies were disabled because it was causing an accelerated ventricular rate. The ra and rv leads were later repositioned. The ICD and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.